Event description:
It was reported that during use with bd phaseal¿ luer-lock injector the needle was exposed when the injector was operated. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the product needle was exposed. The needle was exposed when the injector part was operated.

Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown. H.6. Investigation summary: no samples or photos received for investigation. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see h.10.